Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. The field service engineer (fse) found an issue with fluidics, vertical adjustments, and sample integrity. The customer cleaned the sample probe before the service visit. The fse performed sample probe adjustments and observed the instrument in operation. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial result was 17 mg/dl. The repeat result was 135 mg/dl.